Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The shunt system was returned in the returnkit and a bloody fluid. Remains of tissue were detected. As a result, the prosa shunt system was a high risk level and could not be tested. No further actions are required.